Manufacturer narrative:
The suspect device was evaluated onsite by a field service engineer (fse). The fse determined the lamp life was exhausted. The investigation is ongoing and the conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error "e101" (temperature error) occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned. The cause of the phenomenon is seemingly due to faulty lamp. The field service engineer (fse) has informed that the error 101 appeared because the customer let the lamp run out. The lamp was replaced, and the device worked fine. Olympus will continue to monitor field performance for this device.